Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was implanted and positioned successfully, and later in the procedure, when the physician was implanting the pacemaker, they noticed a wrinkle on the surface of the ra lead body approximately 10 centimeters (cm) from the is-1 terminal pin. The physician decided to remove and replace the ra lead prior to pocket closure and the procedure was completed successfully. No adverse patient effects were reported.